Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Three (3) samples were received. Samples were received in used conditions without their originals packaging inside a ziploc bag. Visual inspection was performed at 12 under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that the eyelet from the sample 1 was broke and it was observed a big split in the flange from the sample 2 and sample 3. All samples were in used conditions. It was seen that :production personnel reviewed the parts 100% before assembling them to see if they have any molding issue. Quality takes a representative sample and performs a visual inspection to review for short shots, chips or cuts in critical areas, after each process. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause was that the damaged occurred after the product left the facility. As a preventive action manufacturing personnel was notified by the area trainer as awareness of the failure mode reported by the customer.this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Three (3) samples were received. Samples were received in used conditions without their originals packaging inside a ziploc bag. Visual inspection was performed at 12 under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that the eyelet from the sample 1 was broke and it was observed a big split in the flange from the sample 2 and sample 3. All samples were in used conditions. It was seen that :production personnel reviewed the parts 100% before assembling them to see if they have any molding issue. Quality takes a representative sample and performs a visual inspection to review for short shots, chips or cuts in critical areas, after each process. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause was that the damaged occurred after the product left the facility. As a preventive action manufacturing personnel was notified by the area trainer as awareness of the failure mode reported by the customer.

Event description:
It was reported that the patient's flange broke off which led to decannulation. The trach and two others that appear to be breaking will be sent back. No patient injury was reported.